Manufacturer narrative:
(B)(4). The reported event of infection cannot be analyzed via laboratory testing.sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
Device 2 of 3. Reference MFR report 1627487-2016-06373, 1627487-2016-06379. It was reported the ((B)(6)) patient's system was explanted due to an infection at the ipg and lead sites.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report 1627487-2016-06373, 1627487-2016-06379. It was reported the patient was hospitalized for the treatment for the infection. Follow-up revealed the infection was resolved.